Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital with inappropriate rate response. The device was reprogrammed and the patient would continue to be monitored.